Event description:
Customer reports receiving an inaccurately high reading. Customer reported receiving a reading of 400 mg/dl on their precision xceed blood glucose meter and a laboratory result of 162 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.